Manufacturer narrative:
Continuation of d11: product ID 97755 serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the remote had a code reading and it said to contact medtronic and not functioning correctly. The patient talked to a technician and they were sure it was the charger not working right. That was exactly what it was. They were sent a new charger and everything was working properly. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller showed system problem rm04. They had problems with the controller a couple days prior and then they saw the rm04. It worked when they unplugged the recharger and plugged it back in. The same screen would come up again, so they had to do the same thing to be able to charge. It was also reported that the patient turned their settings down at night and at times it would feel like stimulation wasn't turned down. They would look at the controller and it would be back on the original settings that had been turned down. The patient thought they had adaptive stimulation. It was reviewed that the patient would need to stay in the same position for the settings to lock in. During the call the patient went through many screens, but wasn't able to see adaptive stimulation or where to turn it on or off. The controller showed laying front at 0.0, but the patient was sitting up. The patient looked at different groups. They tried to get on the right settings and the patient was redirected to a healthcare provider to check adaptive stimulation settings. No further complications were reported or anticipated.